Event description:
The cycler manufacturer indicated the cycler return package was inspected and no cycler sets were returned.

Manufacturer narrative:
Additional information: b5 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had previously encountered a fluid leak during an unknown phase of pd treatment. It is unknown at which point in therapy the leak may have begun or where it was coming from. The patient did not call fresenius technical support during the event. Upon follow up, the patient's contact reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient¿s contact is unsure if the cycler set used by the patient was packaged with the cycler or given to the pd clinic. Multiple follow up attempts with the clinic were performed to determine the sample availability, however, to date a response has not been received. Attempt will be made to intercept and reroute the cycler set to the manufacturer if it is returned with the cycler.